Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, head, lot # unk. Item # unk, shell, lot # unk. Item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04917, 0001825034-2018-04918, 0001825034-2018-04919.

Event description:
It was reported that approximately 2 weeks post implantation, patient had presented with wound necrosis, which was initially treated with oral antibiotics and dressing changes. The wound continued to be non-healing with no significant drainage, but the wound was showing signs of infection. Subsequently, the patient underwent an irrigation and debridement due to infection. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Operative notes from the primary procedure were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of operative notes dated (B)(6) 2012 confirm that the patient underwent irrigation and debridement due to superficial wound infection. Patient was treated for wound necrosis with dressings and oral antibiotics and now has non healing wound. Wound does not appear to be infection, minimal drainage. I&d performed, excised necrotic wound tissue, aspirated hip, fluid clear, no purulence noted. Wound closed over hemovac. No complications and no documentation of culture results in operative report. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.